Manufacturer narrative:
H3: analysis could not verify the reported fault. There was no fault found. Software upgraded to 1.7.5. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op when the patient interface was removed from the nim vital dock (wirelessly), there was a pi fault error message. The customer was advised to try powering down the patient interface box and to replace it in the dock and remove it again once the battery indication lights appeared. Again, there was a pi fault error message. The patient interface was connected by cord to the vital, however, the error message appeared once again. The system was re-booted twice (the pi was returned to dock before powering down each time), but the pi fault error message persisted in appearing each time the pi was removed from the dock. Another patient interface was used to complete the surgery. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6), ubd: , UDI#: 00763000395896 h6: fdm b17 fdr c20 and img g02030 belongs to product ID: nim4cm01. Manufacturing date: 2021-07-08 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.